Event description:
Per the clinic, the patient experienced fluctuating loudness, unpleasant high-pitched sounds and performance decrement with the device. Subsequently, atypical measurement were noted on 8 electrodes. Reprogramming and hardware exchange attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025 and the patient were reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.